Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - a partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. The reported patient effects of stenosis and pain are known potential patient effects, as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015 the 5.5x80 supera stent was implanted in the proximal popliteal-superficial femoral artery. On (B)(6) 2015, the patient was re-admitted to the hospital with severe pain. Complete restenosis was identified on peripheral angiogram. Percutaneous intervention was scheduled for the week of (B)(6) 2015. No additional information was provided.